Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a craniotomy surgical procedure, it was observed that the tip of the cutting burr device broke and got stuck inside the angle attachment device. It was reported that there was a five minute delay in the procedure and an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as apr 11, 2016 on the initial report. It has been updated as apr 7, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the tip of the cutting burr device broke and got stuck inside the angle attachment device was confirmed. An assessment was performed on the device which found that a cutter was stuck in the attachment. It was observed that the thimble set screw and thimble spring were missing from the attachment, the drive input shaft showed damage, the housing had excessive external wear, and the snap ring in the mid-section was bent / damaged which can be seen through the circular hole. It was determined that the cutter was stuck due to the missing components, and the missing components are needed to release the cutter properly. Based on the missing components and the various types of wear and damage is consistent with tampering / unauthorized repair. The assignable root cause was determined to be component damage caused by misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.